Event description:
Inamed bioenterics adjustable gastric banding lap band placed last year. Initially band was effective and patient was demonstrating good weight loss. Recently, the fluid in the lap band system has been slowly leaking from somewhere in the system with no liquid being in the band on re-checks. The physician felt the likely site of leaking was at the port. Patient was taken to operating room for replacement. Upon mobilizing the port from its facial attachment, it was brought up into the wound. A clamp was used to clamp the tubing distal to the port and then using a huber needle the port was accessed and saline was injected. A leak was immediately identified in the port at the junction between the rubber dome and the white plastic portion of the port. It appeared the port was leaking in this location and losing fluid. No other areas of leakage were identified. The port was removed and replaced with a new port. The new port was then accessed with a huber needle, saline was injected and it was determined port was watertight and holding the fluid with no problems.